Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) lead replacement procedure due to high impedance. The explanted lead was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.